Manufacturer narrative:
(B)(4). Batch # r5a09c. Investigation summary: the analysis found that one psee60a device was returned with the firing mechanism damaged and with no cartridge reload loaded in the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after four firing the battery failed. Surgeon opened a new one and finished the surgery. Patient current status is ok. There were no adverse consequences for the patient.